Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as the patient did not recharge the ipg as recommended. Consequently, surgical intervention was taken and the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.